Event description:
It was reported that a user on the second day of ilet therapy experienced elevated blood glucose after a meal and administered an external insulin injection without disconnecting the ilet, with glucose decreasing from 271 mg/dl to 170 mg/dl; no device alerts or alarms were reported, and no device component was implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved an improper or incorrect procedure or method with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.